Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the device was checked prior to any implant procedure, the gray bar was present. The device will not be implanted. There was no patient involvement.